Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead tip was wedged/stuck inside the lateral vein and could not be pulled out for repositioning. The physician accepted the pacing threshold though at high values. The lead remains in use. No patient complications have been reported as a result of this event.